Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that maryland bipolar forceps was not responding to surgeon commands. Frayed wires were noted upon removal of instrument. There was no reported injury.